Manufacturer narrative:
(B)(4) the lead was subsequently removed from service eight years later due to infection. This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.